Event description:
The user reported a gas leak at the o-ring where the arm attaches to the base and claimed that the unit was not performing proper ventilation. The unit was being applied to a pt in a state of clinical death. The thumper was being applied to provide CPR support. When the leak and ventilation problem was discovered, the unit was removed from the pt and manual CPR was continued. It is unk if the resuscitation attempt was successful or not. Michigan instruments was made aware pf this event on 8/26/97 when the co was contacted to arrange the repair of the unit.